Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: cuts were observed in the forceps wire; there was a gap in the adhesive part of the tip body; poor insulation performance at the tip is recognized due to adhesive peeling of the curved rubber; the bending section adhesive part is missing; the illumination lens was chipping; there was discoloration of the operation part; water coverage is recognized on the electrical connector; and scratches were found in multiple locations on the device. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. Conclusion: the root cause could not be identified. The defective event was presumably caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera duodenovideoscope had a cut wire. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a gap at the glue joint between the grip ring and the distal end body. This report is to capture the reportable malfunction of the gap between the grip ring and the distal end body noted at estimation.